Event description:
Related manufacturer reference number: 2017865-2023-94777. It was reported that the patient presented to the emergency room due to a traumatic condition. The physician intended to implant a temporary pacemaker system to monitor the patient. Prior to the procedure, it was noted that the pacemaker and right ventricular lead exhibited pause episodes due to an undersensing issue. The pacemaker and right ventricular lead were eventually successfully implanted for monitoring purposes and later a permanent pacemaker system was implanted for the patient. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of the sensing anomaly was not confirmed. As received, a complete lead was returned in one piece and found to be retracted and clogged with blood/tissue for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies.